Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about 6 weeks ago had a series of falls in march and said that their legs are having problems. Patient said that on the left leg it felt like someone had a 2x4 and was hitting her and it was soft and dull. Patient said has been in the hospital receiving physical therapy and thinks the implant stopped working. When asked, patient said that the last time made an adjustment was in the last part of march. Patient said is scheduled to have an MRI on july 11th and wanted to review MRI mode. It was determined that the communicator needed to be charged, so patient will ask someone to check for a cord and call back when charged to review MRI mode and possibly make an adjustment. Patient said they were in hospital and their stimulator petered out. Has MRI coming up and wants to make sure stimulator is working and knows how to put in MRI mode. Walked caller through checking her settings and her stimulation was on at 0.5ma on program 3. On the call she increased the stimulation to 0.6ma and they said they felt the stimulation in their back at the stimulator site location. Agent asked if they always felt the stimulation there and they said no it has just been since their falls. Then after a while they said they could feel the stimulation in the area where they urinates but that is not what they had the stimulator for. Told caller from the falls they may have damaged their system or it may have moved or migrated. Instructed patient they may need to follow up with their health care provider to check their system. Walked caller through how to activate MRI mode and how to deactivate. The patient called back again to make sure they understood when to activate and deactivate MRI mode. Reviewed information.

Event description:
Additional information was received from the patient. They reported that the cause of felt stimulation in the back was unknown but has been resolved. The patient stated the hospitalization was not related to the device. The cause of the implant stopped working was due to had to turn it off for a MRI. They turned it back on and issue was resolved. The falls effect on implant had no further information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.